Event description:
It was reported that the ilet user experienced hyperglycemia after a dinner for which no meal was announced, resulting in postprandial blood glucose elevation that required correction doses. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included return of blood glucose to target range after corrections with no alerts, alarms, or medical interventions reported. Investigation included review of device data and user report. Investigation of this case revealed a missed meal announcement associated with the device¿s use, with no device or component malfunction identified. It was concluded that user-related factors associated with missed meal announcement were the cause.